Event description:
Caregiver was changing from the night time urinary collection bag to the daytime leg bag. The caregiver used a new hollister leg bag (9805) with extension tubing (kendall 8884731900 731900 uri-drain extension tubing with latex connector - 8.5mm x 18"). Caregiver neglected to remove the cap from the extension tubing and inserted the end of the tubing with the cap still in place into the latex connection of the urinary catheter. (B)(6).